Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge fill estimate suddenly decreased to 0 units multiple times. The customer reported an elevated blood glucose (bg) level; however, no specific bg value was provided. Supplies were changed and boluses and/or manual injections were delivered to address bg level. A review of pump data showed that a cartridge alarm (cartridge alarm 1) immediately preceded the inaccurate fill estimate received. The customer would then attempt to reload the same cartridge before attempting to load a new cartridge. Replacement cartridges were sent to the customer.